Event description:
It was reported on (B)(6)-2012 that the patient experienced a loss of effect, an increase in urinary frequency, and a shocking sensation if she tried to adjust her program setting with the patient programmer (pp). The physician scheduled an appointment for an unscheduled interrogation with her implantable neurostimulator (ins) on (B)(6)-2012. Patient outcome was not provided.

Event description:
Additional information received reported that the patient recovered without sequela.

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found no anomaly. Analysis of the lead, lot #v462945, found the body and conductor broken in the area of the tines. Circuits 0 through 2 were open.

Event description:
Follow up information received reported that the patient had the ins and lead was replaced on (B)(6) 2012. The patient outcome was not provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v462945, explanted: 2012-(B)(6), product type lead.

Manufacturer narrative:
Product ID: 3889-28, lot#: v462945, implanted: 2010-(B)(6), product type: lead, product ID: 3037, serial#: (B)(4), product type: programmer, (B)(4).